Event description:
The patient's spouse claimed the ICD (implantable cardioverter defibrillator) is defective and "this device nearly killed him". The patient's spouse reported the ICD began "defibing" the patient's heart nearly every hour and they had trouble turning it off. After making multiple trips to the emergency room in the space of a few days, they made the decision to have the ICD removed. The ICD was explanted. The patient's spouse further reported every time the defibrillator shocked the patient, there is a record of the patient's heart rate which was not irregular. The device shocked the patient constantly and they had to call the paramedics on seven occasions. The magnet would not stop the device from shocking the patient. The patient still, to this day, has phantom shocks, which wake the patient up at night. The patient's spouse stated "we were harmed as a result of this device." No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.